Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the trauma department. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4) the device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced, but confirmed after review of the event history log. During a physical inspection of the device, evaluation found cracks on the upstream sensor flex. The failed upstream sensor was replaced.